Manufacturer narrative:
Eval summary: there is evidence of loosening of the coating. It is not possible to determine whether this was the primary cause of, or secondary to, the cup loosening. (B)(4).

Event description:
Revision surgery, 6 yrs after implantation, due to femoral loosening.